Event description:
It is reported that the surgeon was using the sizer and noticed that the tool would easily move to a different degree if pushed from the side.

Manufacturer narrative:
Visual inspection of the returned device revealed gouges and nicks and signs of repeated use which is synonymous during the product¿s life cycle. Further evaluation identified that the rotation guide sub assembly (subcomponent 2) would lock into place, but could still be rotated when force was applied without releasing the locking mechanism. The instrument was manufactured on sept 29, 2014 and therefore, had been in the field for approximately 2 years and 3 months. It is unknown how many times this device had been used during that time. It was found out that the reason the instrument would rotate to different angle without using the locking mechanism was due to failure of the gear mechanism (part 1 and part 3 as per print) by which part 2 rotates when unlocked. However the exact cause for this kind of failure is unknown. Device was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.